Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported that the cgm was displaying 40 mg/dl. They did not feel any symptoms of low blood glucose. A bg reading was checked and the value was 125 mg/dl. The patient stated that their insulin pump was not administering insulin and she wanted to make sure she was getting correct readings on her devices so she visited her doctor at the hospital. The patient stated they were hospitalized due to inaccuracies and was given an insulin drip. The bg and cgm values were not provided. The patient was still at the hospital during the time of the report on (B)(6) 2022 and was feeling fine. They were being monitored and waiting for her doctor to release her from the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.